Event description:
Provider states he spoke to al j in tech services x7973 to advise that the consumer reports when he is going up the ramp the chair stops and the service light flashes. Provider could not replicate the issue when evaluating the chair. Provider hung up before any additional information could be obtained.